Event description:
Patient presented with decreased visual acuity (va) on the left eye (os) since intralase surgery in (b)(6 2009. Patient found to have corneal irregularities/ectasia os>right eye (od). Patient stated rubbing eyes frequently, and had no relief from opcon a allergy drops. Customer instructed patient to stop eye rubbing, start allergy drops lastacaft twice a day (bid) both eyes (ou) and timoptic xe every morning (qam). Patient's uncorrected va on (b)(6 2012,was od distance 20/25-1 and os distance 20/40-2.

Event description:
Patient presented with decreased visual acuity (va) on the left eye (os) since intralase surgery in (B)(6) 2009.

Manufacturer narrative:
(B)(4). Conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2009, due to the fact abbott medical optics (amo) became aware on (B)(4) 2012. The condition of the system (since the time of the event) will make the evaluation impossible. Note: all pertinent information available to amo at the time of this report has been submitted.

Manufacturer narrative:
Intralase surgery was on (B)(6) 2009.